Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a fusion system bootup failure. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: initial reporter name. Correction: device evaluation in follow-up 001 should have included that the software was reinstalled which resolved the booting error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the system. During testing it was found that the monitor color display failed. The monitor was replaced and the issue resolved. A system checkout was performed after the monitor was replaced and all tests passed. If information is provided in the future, a supplemental report will be issued.